Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tandem xl cannula was used in the colon during a colon stent placement procedure performed on (B)(6) 2017. According to the complainant, during preparation, a foreign object was found stuck in the injection port of this device. There was no visible damage noted on the device packaging. This device was not used and the procedure was completed with a second tandem xl cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.